Event description:
Patient in the or (operating room) for robotic laparoscopy wedge resection and a foreign body was found within the patient's thoracic cavity. The object was removed from the patient and it was inspected. After inspection it was determined that the object was from within the valve of a 12 mm trocar in the patient's chest. The trocar was removed from the patient. Both pieces were examined and it appeared that all pieces of the trocar were removed from the patient and the sterile field.